Manufacturer narrative:
As reported, some of the optifix straight fixation device fasteners broke during deployment. The sample was requested but has not been returned for evaluation. Based on the information provided to date, no conclusion can be made as to the cause of the fasteners breaking. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported.

Event description:
As reported, a during laparoscopic inguinal hernia repair procedure on (B)(6) 2022, three optifix straight fixation devices were used to fixate a mesh (unspecified) into soft tissue. Upon using the 1st optifix straight (device #1), it was noted the fasteners were ¿shredding¿ into pieces. A second optifix straight (device #2) was then used and it was reported it would not fire properly. A third optifix straight (device #3) was used and at the end of the case, the handle became difficult to actuate. The contact confirmed that the broken fasteners were removed from the patient and there was no patient injury as a result of the broken fastener that presented during use of device #1.

Event description:
As reported, a during laparoscopic inguinal hernia repair procedure on (B)(6) 2022, three optifix straight fixation devices were used to fixate a mesh (unspecified) into soft tissue. Upon using the 1st optifix straight (device #1), it was noted the fasteners were ¿shredding¿ into pieces. A second optifix straight (device #2) was then used and it was reported it would not fire properly. A third optifix straight (device #3) was used and at the end of the case, the handle became difficult to actuate. The contact confirmed that the broken fasteners were removed from the patient and there was no patient injury as a result of the broken fastener that presented during use of device #1.

Manufacturer narrative:
As reported, some of the optifix straight fixation device fasteners broke during deployment. The sample was requested but has not been returned for evaluation. Based on the information provided to date, no conclusion can be made as to the cause of the fasteners breaking. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The subject device was returned for evaluation. Initial evaluation of the sample finds that the guide wire/backup tabs are bent. Functional evaluation of the sample resulted in the deployment of the broken fasteners and confirms that the guide wire is bent. Broken fasteners is a known result of bent guide wires. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause is found to be applied forces when in use. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.